Event description:
It was reported that the patient was experiencing blood glucose levels greater than 600 mg/dl, and needed help programming a bolus. The caller stated that the patient was getting sick, and couldn't talk at the time of the call. While assisting, the caller stated that the paramedics had been called, and were on their way. The caller and patient's husband asked if a manual injection would be advisable, but it was explained that medical advice cannot be given. Advised to treat per hcp instructions as necessary. Advised to wait for the paramedics, and call back to troubleshoot once patient is stable. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.